Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked fluid into the pump assembly. The subject device is reported to be available for return, however, at this time has not been received. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without having the sample to evaluate, no conclusion can be made. Note, the date of event is provided as a best estimate as (B)(6) 2021 based on the date of awareness. If/when the sample is returned and evaluated and/or additional information is provided, a supplemental MDR will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
As reported, during an unknown procedure, the bard/davol hydrosurg plus laparoscopic irrigator with nezhat-dorsey trumpet valve leaked fluid into the pump assembly and stopped functioning. There was no reported patient injury.